Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 09/03/2016, that on (B)(6) 2016, the patient experienced a severe hypoglycemic event. The patient was admitted to the emergency room (ER) at about 6:00pm for low blood glucose (bg). The patient was given glucose at the ER to treat her low bg. The patient was released from the ER later that night. Additionally, patient's husband indicated that the dexcom had been displaying "low" around the time that the patient was found. There was no alleged device malfunction. At the time of contact, the patient was stable. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.